Event description:
Arthrex became aware of this event through a copy of the customer's submission report rec'd from the FDA. It was reported that a portion of the guidewire in the kit (ar-8920pt) broke off in the pt. X-ray films indicate a piece of approximately 1/4" long was visualized deep within the medical cuneiform. The surgeon attempted to remove it but due to the location, it was decided to leave the wire in place within the bone. The fixation was completed and the pt was brought to the recovery room in stable condition. Further communication with the arthrex representative indicates no problems reported with the implant. The remaining of the wire retrieved was discarded by the hosp. No further pt info is available and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complaint could not be verfied. Review of the device history revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of the complainant's event could not be determined from the information available and without device evaluation.